Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the guidezilla guide extension catheter in two peices. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a complete separation at the collar with the ptfe pulled out from the collar, numerous kinks in the hypotube, numerous kinks in the distal shaft and tip damage (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04-jan-2019. It was reported that the device failed to cross the lesion. The target lesion was located in the seriously tortuous and moderately calcified coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device did not cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However; returned device analysis revealed a complete separation at the collar.